Manufacturer narrative:
An event of discs not aligning with each other was reported. The device was returned to abbott for investigation and the device met functional and visual specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2022, a 4-6mm amplatzer duct occluder was selected for implant. During procedure, the aortic retention disc with the central waist and the pulmonary retention disc "were not aligning" during deployment; "both disc are not aligning symmetrically to each other." A new 5-6mm amplatzer duct occluder was then selected, however the same issue occurred. No interaction with cardiac structures occurred during deployment and no angulation or kink was noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. A delay in procedure was reported with no hemodynamic compromise. Ultimately, a non-abbott device was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.